Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob not provided. Date of event: unknown. Additional product code: hrs. This report is for (2) unk - screw locking/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(4), this event resulted in the need for additional surgical intervention to revise to another plate. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had surgery at hinsdale hospital on (B)(6) 2016 to treat a left distal clavicle fracture. During the surgery, a synthes 5 hole left, locking compression plate (lcp) clavicle hook plate and 15mm hook depth were used. The patient had revision surgery on (B)(6) 2016 to treat a peri implant fracture. The fracture occurred near the most medial screw hole on the 5 hole plate, where the doctor had placed a locking and non-locking screw in the same combi-hole. It was reported that the patient allegedly rolled onto that shoulder while in bed and heard a pop. No information was reported on whether the patient had pain. An x-ray was taken that confirmed the fracture. Devices removed during the revision surgery include: the original 5 hole plate and screws, (2 cortical and 2 locking). The patient was revised to a 7 hole plate and 18mm hook depth. There were no further complications. Hardware will not be returned. Retained by hospital. This complaint involves 1 devices. This report is 1 of 3 for (B)(4).